Event description:
Nurse (B)(6) from (B)(6) contacted zoll customer support to report that a (B)(6) male pt passed away around 6pm and was treated 20 mins later. Before the device treated, the pt's pulse was checked when he was believed to have passed.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (inappropriate treatment-pt had already passed) has been investigated. Upon eval, the monitor was found to be fully functional. Treatment analysis concludes that the pt received 1 appropriate shock during an episode of vf. The pt was in bradycardia for 47 seconds before transitioning to vf during the shock. The arrhythmia was converted; however, the rhythm degraded to asystole after the shock. The pt was reportedly dead before the treatment. Death analysis concludes the device properly detected (18:12:47) and treated (18:13) for a ventricular arrhythmia, although this occurred after the pt had been pronounced dead (18:00) by the (B)(6) staff. A post shock arrhythmia was detected (18:13:53) indicating asystole with fine waves and a short run of vt. The device then properly detected and declared asystole at 18:14:13. No treatment sequence was initiated for asystole or bradycardia, as these are considered non-shockable rhythms.